Event description:
It was reported that pump experienced malfunction with malf 9 that recurred even after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support on how to reset pump, use mobile app to upload logs, place pump into storage mode, and return problematic pump within 10 days, and was advised to use multiple daily injections as backup insulin therapy, program pump settings into replacement pump, and connect continuous glucose monitor to replacement device, while technical support arranged shipment of in-warranty replacement pump with updated software and confirmed shipping details.